Manufacturer narrative:
Batch review performed on 13 august 2019: lot 140747: (B)(4) items manufactured and released on 30-apr-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in complaining of pain caused by a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and the liner 5 years 2 months and 5 days after primary. The surgery was completed successfully.